Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump has been alarming no delivery. Customer stated he would do a complete set change and battery change, the device function properly. Yesterday the customer was attempting to deliver a bolus and device alarmed again, customer did a complete set change and battery change, then device functioned. Today the same thing occurred. Customer stated the battery was depleted after inserting the night prior. Customer's blood glucose was 159 mg/dl. Troubleshooting for the battery was done but not for no delivery alarm. No further information reported.